Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging there was an issue with the cable connecting the meter charger. The reporter alleged the cable and meter connection did not "click." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.